Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. D01969) for female sterilisation. The patient had a medical history of nulli gravida, abnormal uterine bleeding, ovarian cyst, anxiety, depression, migraine and pelvic pain female. Previously administered products included: paragard. Concurrent conditions were listed as rash (amoxicillin drug) and abdominal pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 2957 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: bilateral essure implants are in place. Contrast is also seen within a thin caliber right fallopian tube. No contrast is identified within the left fallopian tube. Impression: free spillage of contrast into the right hemipelvis indicating patency the right fallopian tube. [Pathology test] on (B)(6) 2023: surgical procedure: final diagnosis: uterus, cervix, and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy squamous ectocervix with no significant pathologic change - glandular endocervix with acute and chronic inflammation - benign inactive endometrium - bilateral fallopian tubes with foreign body consistent with previous sterilization procedure preop diagnoses: irregular bleeding and painful periods gross description: labeled: uterus, cervix, bilateral fallopian tubes and essures specimen type: complete hysterectomy with attached bilateral fallopian tubes right fallopian tube: cut surface: remarkable for a gray metal coil within the lumen left fallopian tube: remarkable for a gray metal coil within the lumen [ultrasound scan] on (B)(6) 2016: unremarkable pelvic ultrasound the most recent follow-up information incorporated above includes data received on: 13-oct-2023: medical record received. Lot number surgical pathology report added. Lab data, medical history & reporter information updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. D01969) for female sterilisation. The patient had a medical history of nulli gravida, abnormal uterine bleeding, ovarian cyst, anxiety, depression, migraine and pelvic pain female. Previously administered products included: paragard. Concurrent conditions were listed as rash (amoxicillin drug) and abdominal pain. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 2957 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysterectomy - uterus bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted in essure insertion date (B)(6) 2014. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2015: findings: bilateral essure implants are in place. Contrast is also seen within a thin caliber right fallopian tube. No contrast is identified within the left fallopian tube. Impression: free spillage of contrast into the right. Hemipelvis indicating patency the right fallopian tube. [Pathology test] on (B)(6) 2023: surgical procedure: final diagnosis: uterus, cervix, and bilateral fallopian tubes, hysterectomy with bilateral salpingectomy squamous ectocervix with no significant pathologic change glandular endocervix with acute and chronic inflammation; benign inactive endometrium; bilateral fallopian tubes with foreign body consistent with previous sterilization procedure. Preop diagnoses: irregular bleeding and painful periods. Gross description: labeled: uterus, cervix, bilateral fallopian tubes and essures. Specimen type: complete hysterectomy with attached bilateral fallopian tubes. Right fallopian tube: cut surface: remarkable for a gray metal coil within the lumen. Left fallopian tube: remarkable for a gray metal coil within the lumen. [Ultrasound scan] on (B)(6) 2016: unremarkable pelvic ultrasound. Lot number: d01969. Manufacture date: 2014-08. Expiration date: 2017-08. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 09-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data, should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6), 2014, the patient had essure inserted. On (B)(6), 2023, 2957 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: (B)(6), 2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2023, 2957 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.